Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1307591. Medical device expiration date: 31.08.2022. Device manufacture date: 03.11.2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: the bottles went positive with 10 minutes of each other. Customer reported 4 fp.

Manufacturer narrative:
The following updates were made: the previous MFR report #2647876-2022-00052 contained information for 4 occurrences and 2 separate lot numbers. Three additional reports have been created, and this report is only for the first occurrence with the following lot information: d4: medical device lot #: 1307609. D4: medical device expiration date: 31-aug-2022. H4: device manufacture date: 03-nov-2021. B5: report 1 of 4. It was reported that while testing with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a false positive result was obtained. Confirmatory subculture testing was performed, and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer reported 4 fp from (B)(4). Sequence number: 446561570886; lot: 1307609; expiration: 8/31/22; time positive: 05:49:42 pm; wbc: 18.6. I spoke with the customer I identified that three of the bottles had high wbc count and one had a low count, the bottles went positive with 10 minutes of each other next steps (if necessary): it is possible that the white count cause the false positives.

Event description:
Report 1 of 4. It was reported that while testing with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a false positive result was obtained. Confirmatory subculture testing was performed, and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer reported 4 fp from (B)(4). Sequence number: 446561570886; lot: 1307609; expiration: 8/31/22; time positive: 05:49:42 pm; wbc: 18.6. I spoke with the customer I identified that three of the bottles had high wbc count and one had a low count, the bottles went positive with 10 minutes of each other next steps (if necessary): it is possible that the white count cause the false positives.

Manufacturer narrative:
H6: investigation summary customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. H3 other text : see h10

Event description:
Report 1 of 4 it was reported that while testing with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a false positive result was obtained. Confirmatory subculture testing was performed, and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer reported 4 fp from case 01603910 sequence number lot expiration time positive wbc 446561570886 1307609 8/31/22 05:49:42 pm 18.6 I spoke with the customer I identified that three of the bottles had high wbc count and one had a low count, the bottles went positive with 10 minutes of each other next steps (if necessary): it is possible that the white count cause the false positives